Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/ or reoperation: capsular contracture; baker grade ii. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient udnerwent a breast augmentation revision with 800cc mentor memorygel breast implants. On (B)(6) 2018, an MRI identified a left-sided rupture. On 05/21/2020, mentor became aware that the patient also experienced bilateral capsular contracture; baker grade ii, and that the patient went under bilateral replacement with 800cc memorygel breast implants on (B)(6) 2020. This report is for the patient¿s right-sided device.

Manufacturer narrative:
On june 16, 2020, device evaluation was completed. Device evaluation summary: during a visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On (B)(6) 2020, mentor became aware of the following: - left device lot number and serial numbers are: (B)(4) - right device lot number and serial numbers are: (B)(4) on (B)(6) 2020, mentor received confirmation that the date of surgery was (B)(6) 2020 as listed on the paperwork received with the device. Field d7 has been updated on this form date of implant has been updated to (B)(6) 2020 under field d6 as per the op report patient underwent revision augmentation 5 years ago. If additional information is received, it will be updated and supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. This supplemental report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).